Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous brachial arteriovenous fistula (avf). The physician advanced the 6.0mm x 20mm x80cm wanda balloon catheter across the lesion and inflated the balloon two times to 15atms, however, on the second inflation, the wanda ruptured. The balloon was removed intact. The physician successfully completed the procedure with another of the same device. No pt complications were reported and the pt's status was noted as "fine". This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4).